Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. An assessment was performed on the device which determined the unit meets all manufacture¿s specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device would not hold pressure or air. The event was not reported to have occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.